Manufacturer narrative:
Device not returned to manufacturer.

Event description:
Summary: a customer in italy reported a selectivity issue with the chromid carba agar (carb) (B)(4), lot 1004183450 exp. 12oct2015. The customer reported 3 different patient rectal swab samples tested using chomid carba agar, lot 1004183450, were observed to have growth of e. Coli; for patient 1. Klebsiella, for patient 2. A mix of enterococcus and candida for patient 3. Customer reported that all the strains from these three patients were confirmed to not be carbapenemase producing enterobacteriaceae (cpe) (by molecular tests from an external lab) and therefore the strains should not have grown on the carb plates. No wrong results have been reported however, customer reported some results have been delayed 48h. No patient was harmed as consequence of the reported event.